Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated and the reported difficulties appear to be due to case/use related circumstances. It should be noted that the intended use section of the mitraclip ntr/xtr system, instructions for use (IFU) states that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. It is likely that using the mitraclip to treat the tricuspid valve contributed to the reported difficulties. Perforation is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip delivery system (cds) got stuck in the septum, causing a perforation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. Three clips (80618u188, 80521u194, 80525u157) were implanted, reducing the mr to 1. On (B)(6) 2019, a transesophageal echocardiography (tee) noted that the lateral clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda). The mr had increased to 2. No treatment was performed. On (B)(6) 2019, a procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4-5. One clip was implanted, reducing the tr to 3. A second clip delivery system (cds 81204u143) was inserted into the anatomy. While steering down to the tricuspid valve, the cds became stuck at the septum. The cds was able to be freed; however, the septum was perforated. The clip was deployed between the anterior and septal leaflets. A third clip was implanted, reducing the tr to 1-2. The septum was treated with an occluder. No additional information was provided.